Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported batteries that failed in charger and lost all power cannot be boosted to regain charge. There was no report of patient involvement.